Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing system was removed due to infection. It was also reported there was vegetation on the right atrial (ra) lead. The pacing system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they had a staph infection